Event description:
A report was received that a pt had her ipg explanted due to pocket site discomfort. The pt had abrasions near the pocket site that were found to be not device-related. After the procedure, the pt was reportedly doing well.

Manufacturer narrative:
This is the final report.